Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of an intermate lv 250 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured near the end of an infusion on a male patient. The device was infusing a solution of 1.5g of meronem in 150ml of 0.9% sodium chloride when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.